Manufacturer narrative:
No CAPA measures implemented as no returns provided to carry out a root cause investigation.

Event description:
(B)(6) received (B)(4) from ge healthcare (B)(6) have reported an issue with product amab3801ge-- lot 010425f211. The customer reported a leak in the mechanical and manual ventilation mode of 700ml. A leaky disposable lime container lot 010425f211 was found. They replaced the patient's tubes, but it did not improve the situation. Patient was not injured. Replacement of the lime container found to be remove the leak. No leaks in the device in manual and mechanical ventilations modes <100ml. There was patient involvement but no patient harm. (B)(6) consider this to be a reportable event as it meets all three basic reporting criteria a-c of meddev 2 12-1 rev.8 and MDR article 2 (65). There was patient involvement with no patient harm reported. As this product is available on the market in the us, we are obliged to report to FDA. Please note that due to it issues with the us portal, (B)(6) have been unable to submit reports to the FDA until now.